Event description:
It was reported that the patient got his dressing changed on (B)(6) 2019 and on (B)(6) 2019 the pump stopped working, there was no harm to patient, but there was delay greater than two hours and a back device was not available. The device will be returned for investigation.

Manufacturer narrative:
H10. H3, h6: the device, used in treatment, was not returned for evaluation. Visual inspection and functional evaluation could not be performed. We have been unable to confirm a relationship between the event and the device. Review of the manufacturing records found no issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed that all finished product specification testing was satisfied at the point of release. Review of complaint history found no similar instances in the past 3 years. Potential causes for the issue experienced are: 1. Dressing not applied properly, without creases and fixation strips. 2. Filter/port not adhered to dressing correctly. 3. Connector not correctly fastened and secured to the pump. 4. Tubing trapped, folded over/kinked causing a blockage. 5. Dressing integrity has been compromised we have been unable to determine a root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.